Event description:
A caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Prior to contacting technical support, the customer resolved the issue by changing out the cartridge and successfully resumed insulin therapy. Technical support advised the customer to follow up should another cartridge alarm occur.